Event description:
Trunion came loose in right shoulder some 1 year 9 months post op. A revision surgery was required to remove the loose trunion and replace with a new trunion and set screw. This device is used for treatment.